Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested; no leaks were found. Buckling folds were present; however, this is unrelated to the complaint received. No connectors returned with the device; the allegation of cylinder connector disorder could not be confirmed. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. All kink resistant tubing (krt) was noted to be cut down to the pump block. The pump was not functionally tested due to contamination; the allegation could not be confirmed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the cylinder component. Based on the results of this investigation, no escalation is required. System components pump model- 72404310 lot sn- (B)(6). Mfg date- 05/19/2016 exp date- 05/05/2021 gtin- 00878953003986.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and right cylinder due to a cylinder connector disorder. The left cylinder was tried and not used. A patient outcome was not reported.

Manufacturer narrative:
Additional information received states the patient's outcome was that "he got well." System components: pump; model- 72404310; lot sn- (B)(6); mfg date- 05/19/2016; exp date- 05/05/2021; gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and right cylinder due to a cylinder connector disorder. The left cylinder was tried and not used. A patient outcome was not reported.

Manufacturer narrative:
System components: pump: model- 72404310, lot sn- (B)(4), mfg date- 05/19/2016, exp date- 05/05/2021, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and right cylinder due to a cylinder connector disorder. The left cylinder was tried and not used. A patient outcome was not reported.